Event description:
It was reported that an 80-year-old female patient (53 kgs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Immediately after left pulmonary vein (lpv) isolation, decreased blood pressure and pericardial effusion were noted, and pericardial drainage was urgently performed. After pericardial drainage/insertion of pericardial drain, the patient¿s blood pressure stabilized, right pulmonary vein isolation (rpv) isolation was performed. Both pulmonary vein isolation (pvis) was performed, and the procedure was completed. The patient returned to the intensive care unit. Atrial septal puncture was performed with a jll rf needle. There was no evidence of a steam pop. An irrigation catheter was used the flow rate setting was continuous 2 ml, 15 ml when energized. There was no product malfunction before and during the procedure. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was not related to product malfunction. The patient outcome of the adverse event is improved. Prior to noting the pericardial effusion, ablation was performed. No error messages were observed on biosense webster equipment during the procedure. Real time graph; dashboard; vector; visitag force visualization features were used.

Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 5-sep-2022. It was reported that it is unknown if the patient required extended hospitalization because of the adverse event. Color options were used prospectively were tag index. The device evaluation was completed on 07-sep-2022. It was reported that an 80-year-old female patient (53 kgs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Immediately after left pulmonary vein (lpv) isolation, decreased blood pressure and pericardial effusion were noted, and pericardial drainage was urgently performed. After pericardial drainage/insertion of pericardial drain, the patient¿s blood pressure stabilized, right pulmonary vein isolation (rpv) isolation was performed. Both pulmonary vein isolation (pvis) was performed, and the procedure was completed. The patient returned to the intensive care unit. Device analysis details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30787726l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).